Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "hip revision situation. Took out trident x3 liner 44mm h alpha code, 44mm metal head and accolade I stem. Hip was dislocated on pre op x-ray."

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding revision involving an accolade stem. The event was not confirmed. Method & results: a medical review was not performed because insufficient information was provided. DHR review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Chr review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported, "hip revision situation. Took out trident x3 liner 44mm h alpha code, 44mm metal head and accolade I stem. Hip was dislocated on pre op x-ray."